Event description:
It was reported that operating room staff called from outside the operating room during an active case to report errors on arm 4, and they had disabled that arm and continued the procedure using three arms. The technical support engineer confirmed the presence of multiple 23118 and 23087 errors on arm 4. After the case ended, staff called back and performed a hard power cycle of the system under guidance, but the arm 4 error reappeared following the reboot. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with three arms. There was a delay of 5 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported 23138 error was confirmed and replicated. In lighthouse, the 23138 error was found on the event date, indicating a hall sensor fault on carriage disk 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a pftp, where it failed sine cycle with the same error, replicating the reported event. After reseating the carriage ima2 pca and realigning the d1 rotor, the unit passed all relevant testing within specification. As a result of this investigation, failure analysis concluded that the ima2 pca and d1 rotor were the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.